Event description:
It was reported that patient underwent labral repair procedure on (B)(6) 2012. During the procedure, the knot pusher was utilized to push the soft anchor into place and the suture was cut. Another attempt was made to implant another anchor with the same result. The surgeon successfully implanted two additional soft anchors next to the anchors that were not functioning as intended.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01908 / 01910).

Manufacturer narrative:
Examination of returned device found it functioned as intended with no evidence of product non-conformances.